Event description:
One patient sample with discrepant sodium results. Initial sodium gave 148 mmol/l; repeat gave 114 mmol/l. Patient was re-drawn, and that sample gave a sodium result of 114 mmol/l. Initial result was reported. Patient not adversely affected. The field service representative was unable to determine the root cause of the discrepancy. Performance test were performed which were within specification.